Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt came into the hospital a few weeks ago with hemolysis, increased lactate dehydrogenase (ldh), plasma free hemoglobin and blood in urine. The pt was admitted and anticoagulation was changed. Speed echo study was performed and showed left ventricular unloading some. The hemolysis resided and the pt was sent home. A week or two later the pt came back in with symptoms of hemolysis again. A decision was made to exchange the lvad pump to another lvad pump on (B)(6) 2013.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.